Manufacturer narrative:
Product event #(B)(4)

Event description:
After about an hour of use, the surgeon received a minor shock to his hand that created a small hole in his single-glove. The surgeon reported that there was no mark on his hand and he was not hurt or injured; however, he felt the current go through his hand. No treatment was required. The generator was set to 6/8 when the issue occurred. It is unknown which function was being activated when the shock was received. The case was completed with the same equipment and without further incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.